Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2015 due to the previously reported motor stall. The patient recovered without sequela and was doing "really well".

Manufacturer narrative:
Additional information: additional information indicates that the event of "textbook psychosis" is not related to a medtronic-owned device or drug.

Event description:
It was reported a motor stall had been confirmed and the patient experienced withdrawal. The motor stall occurred on (B)(6) 2014 at 21:46 with no motor stall recovery noted and ¿they had checked it three times.¿ no MRI or any other magnetic fields near the patient. The cause of the stall was unknown. The patient presented to the emergency room (ER) last night. The patient¿s symptoms included nausea, vomiting, diarrhea, sweating, high blood pressure, and bad (horrible, sweet) taste in his mouth. It was believed the onset was sudden. The pump was not being replaced as the patient did not want the pump any longer. A week ago the patient said he wanted the pump removed as he was doing better. The patient was planning on having the pump explanted anyway, as pain had improved over the years and felt he could manage on orals. They were talking about putting the patient on oxycontin to handle the withdrawal symptoms. No intervention was scheduled yet and date for explanting the pump was pending. The patient was doing well on oral medication, but not receiving any pump therapy at this time as awaiting surgery for explant. It was further reported the motor stall was silenced, but then it alarmed again for tube set. The patient came back in on (B)(6) 2014 and had the pump filled with saline and put to minimum rate and then the tube set alarm was silenced. The patient noted the pump was still alarming on (B)(6) 2014; however it was unclear which alarm, but it was assumed it was the critical alarm. The patient was very unhappy and wanted the pump explanted on (B)(6) 2014. The patient needed to go in and have the pump read and the logs to see what was going on. Additional information reported there was a decision by the healthcare provider (hcp) at this time to keep the pump inside the patient while he was adjusting to orals. The pump was stopped and the alarms were silenced. They may address explant after first of the year. The pump was being used to deliver morphine. Patient outcome and the cause of the motor stall were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump seized up causing extreme agony.

Manufacturer narrative:
Analysis of the pump found c300. A pump motor gear train anomaly due to corrosion, wear, and/or lubrication occurred. There was a stall due to shaft-bearing.

Event description:
Additional information received from a consumer reported a motor stall on (B)(6) 2014 and delivery failure that resulted in withdrawal, pain, hospitalization, and surgery. It was noted the pump was explanted on (B)(6) 2016.

Event description:
Additional information received reported the patient¿s pump had ¿seized up¿ about a month and a half prior. The problems with his device were with the pump and the battery in particular it was reported. When his pump had ¿seized up¿, the ER (emergency room) ¿did nothing¿ and the health care provider (hcp) also reportedly ¿did next to nothing¿. It was also reported two different device manufacturer representative (rep) reportedly told the patient they shut it off and that the patient wouldn¿t hear it anymore but it ¿never shut off¿. The patient had called two days later and could guarantee it was still working because he could ¿feel it¿ and the alarm was going off. When they checked the pump, it was reportedly still pumping morphine the monday after thanksgiving. Both reps reportedly ¿didn¿t know why the pump seized up and had never seen it happen the way that it happened that a pump that was turned off would not turn off¿. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after the patient left the ER (as previously reported), they went to the pain clinic where the patient was prescribed ms-(B)(6). The patient then suffered 3 days of ¿textbook psychosis,¿ followed by usual withdrawal symptoms. Then an hcp prescribed a ¿better solution in the way of meds¿ the patient could tolerate, but the patient subsequently went through a ¿horrible event.¿

Manufacturer narrative:
(B)(4).